Event description:
Procedure was a hepatic procedure using coils. When the spiderfx was retrieved from body, the distal wire was not attached to spider basket. The physician was performing sirtex workup and the patient had a replaced left hepatic artery originating from the left gastric artery. The physician needed to perform coil embolization of some left gastric artery branches. One of the coils misdeployed in the main left gastric artery and the physician tried many techniques to retrieve the coil, one of which was with the spiderfx device. The spiderfx was deployed after it was above the coil. The distal tip of the spiderfx was in one of the left gastric artery branches at that time. The physician pulled the deployed spiderfx down, attempting to basket the coil. This unfortunately did not work with the spider device coming down along the side of the coil instead. The problem was that in the process, the distal wire tip of the spider device broke off and remained in the left gastric artery branch vessel. The physician eventually retrieved the coil with another device, but the distal wire tip of the spiderfx device remained in that branch vessel, which the physician was planning to coil embolize.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.